Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the pcba board to resolve the problem the unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Further information was received that the issue was found during preventative maintenance. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
The customer reported that the unit is getting a backup alarm failure and found an error code consistent with backup alarm failed in the significant event logs. The philip's remote service engineer advised suspect per service manual central processing unit (cpu) printed circuit board assembly (pcba) and provided the customer with part identification (ID). The customer emailed philip's remote service engineer wanting option codes restored on the unit and philip's remote service engineer provided the customer the serial number (sn) of the old cpu pcba and confirmed cflex, avaps and ramp. The customer provided sn of the new cpu and philip's remote service engineer provided option codes. The customer confirmed the issue is resolved. After several attempts to obtain repair details and if any faulty parts will be returned, the customer did not respond.

Manufacturer narrative:
Date of report: 22sep2021.

Event description:
It was reported to philips that the device had a backup battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.